Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair was fallling out with clumps") and abdominal distension ("bloated"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia and abdominal distension was resolving. The reporter considered abdominal distension, alopecia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, bloating and hair loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair was fallling out with clumps") and abdominal distension ("bloated"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the alopecia and abdominal distension was resolving. The reporter considered abdominal distension, alopecia and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, bloating and hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.